Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system displayed a charger failed error and would not boot up. No pt injury was reported.